Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial report had the missing information related to blood glucose level. The information has been provided with this report.

Event description:
It was reported that customer 's son had 600 mg/dl blood glucose level and did not calibrate the insulin pump auto mode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 586 mg/dl. Customer stated that auto mode readiness screen shows calibration required. The insulin pump will not be returned for analysis.